Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) liquid crystal display backlight failed incoming test performed on automated test system due to an on-off different current that was too low and the red wire of the display was damaged and the display required replacement. The display was replaced, the unit was cleaned and inspected and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.